Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) was found to have a damaged cable. This last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the trunk cable was cut, which damaged the internal wires. The root cause of the damaged cable and internal wires cannot be positively identified by is likely physical abuse. No adverse event resulted from the damaged cable and wires. The wise pt to use this belt did not report any deficiencies.